Event description:
The reporter contacted animas on (B)(6) 2012 stating that after the patient went swimming all of the keypad buttons were delayed in responsiveness. A tear was reported to be over the down arrow button. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation all of the keypad buttons and the contrast button were intermittently responsive, a tear was found over the down arrow button, and no moisture egress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): during evaluation, the keypad cover was removed and there was corrosion found under all of the keypad buttons.